Event description:
Three minutes after initiating bypass and as the arterial blood flow was increased, it was noted that the flow did not match the rpm displayed. The pt's mean arterial pressure dropped from 60 to 20. Volume was transferred to the pt and bypass was terminated. The pt was not cooled, the heart had not been arrested and was still beating. The mean arterial pressure was increased to 80 with the aid of medication. An error "e62" was noticed on the panel of the scp controller. The pump was replaced. Bypass was resumed without incident. There was no report of pt injury.

Manufacturer narrative:
Attempts have been made to acquire pt info. If received, a f/u report will be forwarded. The mfg date will be forwarded when received. Sorin group (B)(4) manufactures the scp unit. The incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Three minutes after initiating bypass and as the arterial blood flow was increased, it was noted that the flow did not match the rpm displayed. The pt's mean arterial pressure dropped from 60 to 20. Volume was transferred to the pt and bypass was terminated. The pt was not cooled, the heart had not been arrested and was still beating. The mean arterial pressure was increased to 80 with the aid of medication. An error "e62" was noticed on the scp control panel. This is an error between the set speed value and the actual speed value. The pump was replaced. Bypass was resumed without incident. There was no report of pt injury. A sorin rep was dispatched to the facility. It was noted that the pump had not been serviced by trained sorin personnel since 2005. Review of the records showed that only basic functional testing had been done by the third party responsible for servicing the pump. Visual inspection revealed fluid stains and dust accumulated on the pump drive board, which could hinder the appropriate communication with the scp controller. Functional testing could not reproduce the e62. A new pump drive board and a new backup battery were installed and the pump functioned properly. There have been no issues with the pump since the replacement. The facility discarded the parts. Therefore, no further eval can be performed. The hospital personnel have changed the position of the centrifugal pump mounting arm to avoid any fluid spillage from entering the pump. No further action was deemed necessary.